Event description:
The patient was in the hospital and needed to turn her device off and put it into MRI mode for an MRI at the hospital. The patient was in the hospital related to her device, ¿the pain on my leg, the device is not doing it¿s thing¿. It started to hurt real bad last friday, the onset was gradual. The MRI was for the lower spine, l4 and l5. The MRI was not related to her device therapy. The MRI was to see if there was an ¿impingement¿. During the report the patient was walked through turning the device off and into MRI mode. An information request was made regarding the patient programmer (pp). MRI guidelines were requested. A company representative met with the patient in the hospital and did some reprogramming. It was additionally reported that extensive reprogramming was performed on (B)(6) 2014. Group c was created, activated adaptivestim and programmed in all position. The use of the pp was reviewed with the patient with proper return demonstration by the patient. The patient reported reduction of pain and effectiveness of programmed therapy. Coverage area was increased to include across the patient¿s low back and into her right hip and thigh. MRI conditional approval was discussed and the steps were reviewed for activating and exiting MRI mode. Antenna locator function was reviewed, demonstrated and utilized with achievement of all eight boxes filled in for recharging. The patient and her husband were well pleased with the results and greatly appreciated the support received from the device manufacturer. The patient was to assess the effectiveness of therapy over the next few weeks and will make an appointment with her doctor if further programming was desired.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4) product type: programmer, patient. (B)(4).